Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing through the left ventricular lead. In addition, the pacing percentages in the left ventricle had decreased from 100% to 86%. Sensitivity was adjusted which initially resolved the oversensing issue. However, there was further intermittent pacing through this lead. An x-ray revealed that this lead had dislodged. Technical services discussed troubleshooting. The representative reported that the physician was to revise the lead. No adverse patient effects were reported.

Manufacturer narrative:
The representative later reported that with reprogramming of the device the lead was functioning at an acceptable rate for the physician who will continue to monitor at this time rather than revise the lead. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.